Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including dialysis.

Event description:
Edwards received information that a patient with a 23mm 3300tfxj aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, seven (7) months due to aortic stenosis secondary to structural valve deterioration caused by calcification. The patient presented with heart failure. The valve-in-valve procedure was performed with a transcatheter valve of unknown model with no patient adverse event reported. The patient was discharged in stable condition. The device was first noted to have valvular dysfunction after an implant duration of approximately four (4) years, when the patient underwent an examination for coronary artery assessment, however, no information was provided by the doctor regarding the specific findings on that examination. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
Added information to a1, a2, a3, b5, b6, d1, d4, d6, g4, h4, h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The patient outcome is unknown at this time. The device was not returned for evaluation as it remained implanted. File will be updated.